Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod. The patient mentioned collapsing due to the low blood glucose levels. The patient was not treated for the issue since they treated themselves before going to the ER (emergency room) by drinking coca cola. The patient was released the same day. The pod was worn when seeking medical attention.